Event description:
During a laparoscopic nissen fundoplication, the tip end of a endostitch broke off and was lost. It was not found on x-ray by the radiologist or inside the patient after looking very good, with the laparoscopic camera. This happened with another surgeon and the same product 6 months ago. That is why we reported this occurrence.